Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Device investigation has not been completed at this time, but confirmation of user allegation of a potential critical device failure has been observed.